Event description:
It was reported that a patient's implantable cardioverter defibrillator (ICD) exhibited oversensing noise resulting in inappropriate shock. No changes or interventions were reported. The patient condition was not known.